Event description:
The account alleged that when the wheels locked, the bed will still move. No patient impact.

Manufacturer narrative:
The technician found that when the brakes were engaged they would hold. However, if the bed was lowered to the low position, the intermediate frame would make contact with the brake/steer pedal and disengage the brakes. The service technician found that the brake/steer pedal was bent. The technician replaced the brake/steer pedal to resolve the issue.